Event description:
It was reported that an adverse event occurred. The wearable was inserted into the skin. On 0320/2026, it was reported that the pediatric patient experienced a hyperglycemic event while being in an active sensor session. The report was done to Dexcom by a pump partner. The day of the event the patient experienced dizziness, shaking and anxiety. The patient went to the hospital and when a fingerstick was taken, the blood glucose reading was 35.8 mmol/L. Ketones were elevated but no specific value was reported. It was unknown what the CGM device was displaying during the event. The patient was treated with intravenous fluids. No further information regarding treatment was reported. The patient was discharged the next day after spending an unknown number of hours at the hospital. At the time of the report the patient was stable. No other details were documented and attempts to contact the parents for more information were unsuccessful. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(b)(4).H6 Medical Device Problem Code - 3191 - Patient was unable to identify device issue therefore a more specific code could not be selected.Diabetes Mellitus is a known cause of hyperglycemia.